Event description:
It was reported that during a procedure, the e-sep pencil tip broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure, the e-sep pencil tip broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.